Event description:
It was reported that approximately 18 months post stent placement, the pt presented with leg pain. Imaging was performed and it was identified that the two stents were occluded and there was a clot distal to the stents. Upon further observation, it was identified that one of the stents appeared to be fractured. The physician performed angioplasty and restored flow to the vessel. The pt was reported to be doing well.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted; therefore, it is not available for eval. The event investigation is currently underway. This event involves two devices and associated with the same pt in the event reported under manufacturer report no: 9681442-2010-00063.